Event description:
Medtronic received information that prior to use of a mc2 two stage venous cannula, it was reported the packaging was damaged. The device was replaced with 91265 cannula. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was a hole in the outer packaging of the cannula. There were no missing or wrong devices or components in the package. The product was not used. The sterile seal was intact. The device was sealed/located in the 'seal'. The package is unopened and cannot be confirmed if there was foreign material (fm) present.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/hole in the tyvek portion of the peel pouch. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.